Event description:
It was reported that prior to a breast biopsy procedure, the foreign particle was allegedly found in the tip and the cutter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that prior to a breast biopsy procedure, the foreign particle was allegedly found in the tip and the cutter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor probe was returned for evaluation along with two electronic photos for review. The first photo shows the distal end of the cannula and trocar tip of an encor probe sitting on a white cloth. The white cloth is stained with black residue; black residue can also be seen inside the encor cutter. The second returned photo shows an overview of an encor probe (tubing is attached, but not visible) sitting next to a white cloth with three small black stains and an encor probe tyvek lid. The product information on the lid label matches the reported product information. Therefore, based on the returned photos the investigation is confirmed for the reported contamination. The returned encor probe was inadvertently decontaminated in the field assurance lab prior to evaluation; therefore, ftir analysis could not be performed. During evaluation black contamination was noted to the trocar tip and the aperture of the needle. Based upon the photographic evidence the investigation can be confirmed for the reported device contamination with chemical or other material. The black residue is visually consistent with that of similar reports of contamination (black substance). Historically, the black substance was determined to be a combination of silicon (a component used in the manufacturing process) and trace amounts of metal particulates, which is caused by the interaction of the needle and cannula window. However, a definitive root cause for the contamination could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.